Event description:
At about 1 year and 2 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (10mm) with a thicker one (14mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-jun-2023. Lot 2106551: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.